Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that screen was very dark and unable to do any procedures. To resolve this issue, fse replaced fdc controller but still the issue persisted. After that fse replaced flat detector and calibrated the system. The defective fdc was returned to philips for analysis and found that plate leakage and voltage down. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the images were very dark and unable to be used. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.